Manufacturer narrative:
This is a follow-up report due to corrected data. A product sample was not returned to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the tracheostomy tube cuff broke during patient use. Additional information regarding the event (e.g. Contact info, product info, patient condition, product use, adverse events, etc.) Have been requested. No response has been received at this time.